Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. While the patient was at work, she experienced a seizure. Her coworkers assisted her to the floor and provided her with orange juice and sugar packets prior to calling emergency medical services (ems). When ems arrived, a blood glucose (bg) was performed was 29 mg/dl and 89 mg/dl later. The patient declined transportation to the hospital. No other details were provided. At the time of the report, the patient was in stable condition. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. While the patient was at work, she experienced a seizure. Her coworkers assisted her to the floor and provided her with orange juice and sugar packets prior to calling emergency medical services (ems). When ems arrived, a blood glucose (bg) was performed was 29 mg/dl and 89 mg/dl later. The patient declined transportation to the hospital. No other details were provided. At the time of the report, the patient was in stable condition. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted and failed, the receiver has no power. The receiver case was opened for interior inspection and moisture damage was found. The allegation was undetermined. The probable cause was determined to be moisture damage. No additional patient or event information is available.